Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated, and the reported device damaged by another device resulting in single leaflet device attachment (slda) appears to be related to user technique of positioning the clip during the procedure. It should be noted that the mitraclip instructions for use states that: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It was reported that the mitraclip device was used on the tricuspid valve which is considered an off-label use of the device. The off-label use however, did not likely influence the event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda) and device damaged by another device. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The first xtr clip delivery system (cds 80910u140) was advanced to the tricuspid valve, and the clip was deployed. A second xtr cds was advanced and the clip was positioned next to the first implanted clip. During rotation of the second clip, contact was made to the first clip, causing the first clip to detach from the septal leaflet, and remain attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was deployed to stabilize the slda clip and further reduce tr. The patient was stable. Three clips implanted (80910u140, 80910u141, 80910u39), reducing tr to 2. There was no clinically significant delay in the procedure. No additional information was provided.